Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. During evaluation, the customer complaint of a flow rate issue could not be reproduced. A flow accuracy test was performed, and no issues were noted. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump ¿flow rate that did not match the actual delivered flow rate.¿ the pump was infusing an unspecified vasopressor ¿at a very high flow rate for the patient¿s actual needs.¿ the patient had persistent hypotension that required an ¿additional pump.¿ no further information was available at the time of this report.